Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness, headache, nausea, vomiting, lung disease, asthma, liver disease, kidney disease, and respiratory tract irritation. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness, headache, nausea, vomiting, lung disease, asthma, liver disease, kidney disease, and respiratory tract irritation. Medical intervention was not specified. No additional information can be requested at this time. In this report describe event or problem updated as- the manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness, headache, nausea, vomiting, lung disease, asthma, liver disease, kidney disease, and respiratory tract irritation. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section describe event or problem in box b has been updated/ corrected.